Manufacturer narrative:
No device will be returned for evaluation as it was discarded by the facility. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. The lot number was not provided thus a device history record was not reviewed. The instructions for use contains the following warnings: improper placement, sizing, or alignment of the finger cuff can lead to inaccurate monitoring. Do not apply finger cuff(s) on a hand or finger when a second blood pressure measurement device is actively monitoring on the same arm (or hand or finger). As part of the manufacturing process 100% of the units go through an electrical testing, visual inspection, and qa sampling inspection. A device history record review was completed and documented that device met all specifications upon distribution.

Event description:
It was reported that during use of the acumen cuff it would display inaccurate values. The user confirmed hrs placement, proper cuff placement, reviewed patient positioning, however no troubleshooting would resolve the issue. There were no error messages displayed. There was no patient injury.